Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose (bg) was 531 mg/dl with high ketones. Elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.